Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a port catheter allegedly ruptured. It was further reported that the upon removal of the port catheter, a pinhole was identified. There was no reported patient injury.

Manufacturer narrative:
Additional details were provided by the complainant the explant date was provided and the associated fields were updated. There were no changes to the investigation summary listed below. Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a port catheter allegedly ruptured. It was further reported that the upon removal of the port catheter, a pinhole was identified. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, three electronic photos of x-rays were provided for review. The investigation is inconclusive for port catheter leakage, as the photo review could not confirm any leak. Based on the images provided, a bard power port implanted can be confirmed. Based on the images provided, guided fluoroscopy demonstrated radiopaque contrast injection in the port and catheter that demonstrated a linear density irregularity at medial aspect of the proximal end of the catheter; although, no radiopaque contrast extravasation was identified from the catheter. Based on the images provided, two images demonstrated a bard power port was implanted on the left side of the chest; however, one image demonstrated a bard power port deployed on the right side of the chest, because no patient information was provide on images it could not be determined if this was the same patient on different dates.

Event description:
It was reported that a port catheter allegedly ruptured. It was further reported that the upon removal of the port catheter, a pinhole was identified. There was no reported patient injury.